Event description:
The customer reported that in the middle of the procedure, the device jammed in a closed position on the pt's tissue. The device was pulled off tissue to remove it resulting in some bleeding. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested, but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.